Event description:
I recently bought a gum toothbrush that definitely does not meet your quality standards. The bristles fell off the toothbrush during brushing; I got as much as four pieces split off when brushing my teeth. I want to say that this is extremely disappointing and concerning, as no one wants to swallow hair thin plastic bristles.